Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that when the rocuronium infusion was completed and the "infusion complete alarm" sounded, the clinician realized that the pump had stopped instead of continuing the same rate until the alarm was addressed. The clinician then performed a "test" infusion by programming a "norepinephrine and a basic infusion" on the syringe module. It was noted that neither infusion gave a near end of infusion (neoi) alert. However, the clinician stated that an ¿infusion complete¿ message appeared for both infusions. Bd clinical consultant checked the device configurations under options that showed the near end: "enabled." The bd clinical consultant also confirmed that the profile the clinician was using does have a neoi of 1 minute. Bd clinical consultant attempted to duplicate the issue on a "demo device" and discovered that any infusions less than one minute did not give a neoi alert. It is unknown whether the clinician had programmed the infusions less than one minute. There was no information on patient involvement.

Manufacturer narrative:
Additional information: imdrf annex a and g codes.

Event description:
It was reported that when the rocuronium infusion was completed and the "infusion complete alarm" sounded, the clinician realized that the pump had stopped instead of continuing the same rate until the alarm was addressed. The clinician then performed a "test" infusion by programming a "norepinephrine and a basic infusion" on the syringe module. It was noted that neither infusion gave a near end of infusion (neoi) alert. However, the clinician stated that an ¿infusion complete¿ message appeared for both infusions. Bd clinical consultant checked the device configurations under options that showed the near end: "enabled." The bd clinical consultant also confirmed that the profile the clinician was using does have a neoi of 1 minute. Bd clinical consultant attempted to duplicate the issue on a "demo device" and discovered that any infusions less than one minute did not give a neoi alert. It is unknown whether the clinician had programmed the infusions less than one minute. There was no information on patient involvement.